Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (500 mcg/ml at 100 mcg/day) via an implanted pump. It was reported that a few days after the device system was implanted, the patient presented to the ER (emergency room) with csf (cerebrospinal fluid) leak type symptoms/csf headache symptoms. The physician did a blood patch a few days later which was approximately one week after the initial implant. The patient was back in the ER yesterday and then admitted. She had presented with drainage at her spine incision. The doctor reached out this afternoon notifying the reporter that he was doing a catheter revision. Once he removed the dressing over the spine incision, there was clear drainage. At the beginning of the surgery, he did a dye study which was successful. He opened the spine pocket and determined there was what appeared to be a small leak, so he placed a new purse string suture around the catheter as it entered the spine. No changes were made to the catheter. At the end of the case, he did not observe any signs of a leak. He did another dye study which was successful again with no signs of concern. The patient was given a bolus to prime the cap (catheter access port) chamber and catheter. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.